Manufacturer narrative:
The insulin pump was received with cracked/bleeding lcd glass. We were unable to perform displacement test due to cracked and bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump dropped on the floor. The customer stated the case is cracked. Sending replacement, asked customer to return broken insulin pump for analysis. The customer's blood glucose was 300mg/dl.